Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a t11-t12 laminectomy with posterior fusion from t9-t12 using autograft bone and putty with pedicle screw fixation. Sometime post-op the rod was reported broken. No additional information is available at this time. No patient complications were reported.